Event description:
Journal reference: ravi et al. "New technologies to evaluate esophageal function." Expert rev med devices 2007; 4(6):829-837. This review provides an overview of the recent advances made in diagnostic technologies of esophageal functional disorders. The review referenced an article by fajardo reporting a case of esophageal perforation associated with placement of the bravo capsule.

Manufacturer narrative:
.